Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was stating that the main cart was shutting down instantly when disconnected from main power. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735951, product ID: 9735772. H3) the manufacturer representative went to the site to test the navigation system. They confirmed that the battery to be red and not charging in self-test app. Replaced battery and monitored over a period whilst on site and confirmed battery to be charging. Tested system on battery and found it to remain functional for >3 minutes. Also found main power cord insulation to be badly scuffed at one point exposing internal conductors and replaced. Also found interconnect cable insulation to have been breached at a number of points along the length of the cable and replaced. Handed system back to customer for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.